Event description:
It was reported that the patient initially had a work accident that occurred in 1989. In 1992 he had a vertebrae that split in half and 2 bulging discs. He had bone taken from his hip and put in his lower spine where his vertebrae was cracked. 3-4 weeks ago the patient started feeling numbness around the waist. It was noted that the patient had not had any falls or trauma. The hcp thought he may have another bulging disc, and planned to take an MRI. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3887-28, lot# l74009, implanted: 2000-(B)(6), explanted: na; lead model 3887-28, lot# l60050, implanted: 1999-(B)(6), explanted: na; lead model 3887-28, lot# l60050, implanted: 1999-(B)(6), explanted: na; receiver model 3272-51, serial# (B)(4).